Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 378 mg/dl. Customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin to address the issue. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Customer was released from the hospital on (B)(6) 2022 with no permanent damage.